Event description:
It was reported that the pt underwent a extra-articular radius osteotomy of the right side utilizing the surgicase guide to predrill holes for the plate and to cut the wedge for the osteotomy. During surgery it became apparent that the guide did not fit the pt anatomy because the included model representing the radius represented a left side radius. Therefore,the guide could not be used to drill or cut. The surgeon reverted to traditional instruments to perform the surgery. There was no serious injury of the pt nor a significant increase in surgery time reported because of this event.

Manufacturer narrative:
The root cause was identified after a review of the internal documentation. During the preparation of the rec'd pt images for 3d conversion, the images were mirrored. Because of this, the resulting 3d model used to design the guide, was also mirrored, resulting in a 3d model and guide appearing to be design for a left hand side. This was no identified during plan approval with the surgeon or during quality inspection.